Event description:
There was an allegation of questionable sodium results for 1 patient sample on a cobas integra 400 plus module. The initial result was 153 mmol/l. This result was sent to the patient's doctor. The patient's doctor conducted a blood gas analysis for na and the result was 138 mmol/l. The sample was repeated on a cobas instrument in another laboratory and the result was 139 mmol/l. The sample was repeated on the same analyzer as the initial result and the result was 138.3 mmol/l. This result was believed to be correct.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative performed preventative maintenance which appeared to resolve the issue. He performed instrument verification and performance tests and the results were within specification. The customer's calibration and qc results were ok. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.